Event description:
It was reported that the patient passed away due to cardiac arrest. He was found down at home. Whether the outcome was device or therapy-related was not provided by the customer. An autopsy was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiac arrest and subsequent death could not be conclusively determined through this investigation. An autopsy was not performed; therefore, the device was not explanted and will not be returned for evaluation. The death was not device related, and the device operated as expected. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.